Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had fallen, and were afraid that their lead had fractured or dislodged. The patient has noted that since the fall, they have experienced light-headedness, dizziness, irregular rhythms, and hiccups. The lead remains in use. No further patient complications have been reported as a result of this event.